Event description:
Customer reported that during the procedure extraction of the catheter was impossible. After cutting the catheter and severe traction on the catheter, it was noticed that the balloon had ruptured and remained in the leg. There was no pt injury reported as the result of this event.